Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morph ology at the time of implant is unknown. Currently the vessel morphology was reported as there is disease progression with aortic neck dilatation; 31 mm in diameter at the renal arteries, there is moderate angulation. A recent CT demonstrated the stent graft has migrated distally 3.6 cm with a type I endoleak. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, migration), patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation).

Event description:
Another manufacturer¿s stent graft and a palmaz stent was implanted approximately four weeks ago for the treatment of the migrated aneurx stent graft. It was reported that a recent CT revealed that there is a type iii endoleak, separation between the other manufacturer¿s aortic cuff and the aneurx bifurcated stent graft. The physician will continue to monitor the patient.